Event description:
It was reported that the pump experienced an undefined speaker issue. Customer's blood glucose level was not adversely impacted. The customer will continue to monitor pump sound. Customer will continue to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.